Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It should be noted that per the intended use section of the mitraclip system instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve; therefore, the reported use of the mitraclip device on the tricuspid valve is considered an off-label use of the device. The off-label use did not likely influence the event. The reported patient effect of tricuspid regurgitation was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and tricuspid regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2018, to treat functional tricuspid regurgitation (tr) with a grade of 3. The clip was deployed on the septal-anterior leaflets, reducing the tr to <1. On (B)(6) 2018, an echocardiogram showed the clip detached from the septal leaflet, and remains attached to the anterior leaflet (single leaflet device attachment/slda). The tr increased to 5. The patient will remain hospitalized for a second intervention, scheduled the following week for treatment. No additional information was provided.